Event description:
It was reported by the service report that the footboard had intermittent functionality. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Footboard label.